Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted due to the elective replacement indicator. Upon reviewing of the remote session record and the date of implant, the device was suspected to be prematurely depleted. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery deletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and anomalous current was observed. The cause of the anomalous current was found to be an anomalous rf module.